Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable. The system operates as intended.

Event description:
It was reported that the sys displayed a communication error. This error will cause the sys to lockup, shut down, or not to boot. No pt injury was reported.